Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Implant driver is not fully inserted and sticks inside the handle and can´t be separated. Driver show marks of grippers and other damages which indicate that the customer tried to push or pull it out. The implant driver was not inserted far enough for the hexagon connection to prevent jamming. For the correct function, it is important to insert the driver correctly. No material failure was found.

Event description:
It was reported that an ev implant driver (short) got stuck in a torque wrench. The session could not be completed. No information is available regarding the patient outcome.